Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump was making a high pitch squealing sound so she removed the batteries. When she put them back in, the buttons were not working. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube. No audio anomaly was noted.